Event description:
A dealer reports the powered wheelchair is operating sluggish and semi responsive. Diagnostics were run and all appear to be ok as reported by the reporter. It was reported a new joystick was placed and the chair functions at this time without further incident. No injury.